Event description:
He presented with failure to capture at his initial settings on the ventricular lead. His device was interrogated on arrival and showed that his current pacemaker mode is vvir with rate 75 bpm. Rv threshold setting is 3 v at 1.5 ms, elevated rv lead impedance at 8,584 ohms and 18,259 impedances greater than 4000 ohms over the past month. FDA safety report ID# (B)(4).